Event description:
It was reported that the patients lead had migrated resulting in inadequate pain relief. The patient underwent a lead repositioning procedure and was doing well postoperatively. The leads remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).